Manufacturer narrative:
Philips service swapped the video desplitter and monitored the system; further follow-up was identified as required. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that intermittent video failure occurred in flexvision with red dots and blinking signal on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.